Manufacturer narrative:
Corrected data b1, corrected data: corrected data b1-product problem.

Event description:
Information was received indicating that during use of this smiths medical cadd extension sets, having issue with tubing staying connected to cassette. It was reported that the patient switched to device. No patient injury reported.